Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device via email. The customer experienced redness, swelling and itching at the sensor site. The customer was able to self-treat with an unspecified ointment as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.